Event description:
It was reported that the right ventricular (rv) lead was explanted due to a pocket infection. While explanting the lead, the physician was unable to retract the helix. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted upon return, but extends beyond the helix housing, as it was very stretched and slightly bent, making it appear extended. Additionally, dried blood/body fluid was noted in the helix housing, and tissue entwined in the helix base. A laboratory technician tested the helix mechanism and found that it was functional, but due to a deformed helix (stretched out and bent), it was unable to be retracted into the housing. Based upon the clinical observations and the laboratory findings, we believe that a deformed helix resulted in the helix retraction difficulty.

Manufacturer narrative:
The lead is expected to return for analysis. Should the investigation reveal any additional information, this report will be updated.

Event description:
It was reported that the right ventricle (rv) lead was explanted due to a pocket infection. It was indicated that while explanting the lead, the physician was unable to retract the helix for removal. The lead is expected to be returned for analysis. Additional information: an update was received from the field rep, indicating that the patient is feeling well and will have a new system implanted in few weeks.